Event description:
Impedances greater than 40,000 ohms were read on all electrodes at device implantation. The patient felt stimulation sensation. The #0 electrode may have been out of range. Device troubleshooting included changing the amplitude of the neurostimulator, reseating the lead and extensions multiple times, drying off the connector and reconfiguring the lead. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: for lead or extension.